Manufacturer narrative:
Exact date unknown, event occurred a month from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg location was causing pain. It was noted that the ipg was sticking out and catches when the patient turns over at night. It was also mentioned that the patient had lost weight. It was also reported that the patient was not getting an adequate pain relief despite reprogramming. The patient underwent a pocket revision procedure wherein the ipg was relocated and remains implanted. The patient was doing well post-operatively.